Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing , the associated device displayed a "poor pad contact" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation; the malfunction was verified and attributed to a disengaged self-test wire on both electrode pads. The electrode pads were scrapped. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis for reports of this type has not identified an increase in trend.